Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging a prime/loss of prime issue. There was no indication the product caused or contributed to an adverse event. The reporter was unable to participate in troubleshooting of the product at the time of the call. Animas customer support made several attempts to contact the reporter for further information; however, the reporter did not respond. Return of the device has not been arranged at this time. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.